Event description:
Caller reported a malfunction on the pump identified by a code malf 6. There was no information provided regarding the impact on the customer¿s blood glucose level. Technical support guided the caller through resetting the pump, and the malfunction did not recur. The caller was advised to continue using the pump and to reach out if any issues arise again.